Event description:
The customer stated the insulin pump alarmed no delivery. The customer attempted to disconnect the reservoir from the infusion set but the cap on the reservoir broke off. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used reservoir and found reservoir with detached snap cap from barrel. The reservoir will leak. Unable to test for occlusion anomaly, due to reservoir anomaly.